Event description:
It was reported that liquid was found on the ventilator's expiratory channel connector. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The damaged expiratory channel connector was replaced by the hospital's biomedical engineer. After replacing the printed circuit board, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.